Manufacturer narrative:
The review of the histrory record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Mobilization knee prostheses. [Customer].

Event description:
Mobilization knee prostheses. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report.